Manufacturer narrative:
The current instructions for use contains the following: "precautions - a tooth that has been previously traumatized or significantly restored may be aggravated. In rare instances, the useful life of the tooth may be reduced, the tooth may require additional dental treatment such as endodontic and/or additional restorative work, and/or the tooth may be lost." Treating doctor shared that treatment plan could have aggravated the clinical condition. No conclusive evidence has been provided that supports or opposes whether the invisalign system aligners caused or contributed to the required a tooth extraction (permanent damage) and the invisalign system aligners were being used. Therefore, an MDR will be filed in the united states per 21 cfr 803.

Event description:
The treating doctor reported required extraction (tooth #18) after the tooth moved and cracked after the use of the 2nd aligner. Patient didn't need any medical intervention. No lab/ test was performed. Medications were not prescribed for this patient. Patient didn't stop the use of the product.